Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
I just received a call from (B)(6). He was reprogramming a patient and the indicator was not working properly. He has a second programmer in the office and used that one successfully for the patient. The tool kit is lot# am1410a, assigned to (B)(6). I will be picking it up on monday. Please send to me a replacement tool kit. I will hand deliver it. (B)(6). Per rep: 1) were there any adverse consequences to the patient? No. 2) is the device being returned for evaluation? Yes . 3) please provide, if possible, the event date. Today.